Manufacturer narrative:
The single use device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was also performed with no issues noted. The device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a large volume infusor under infused medication to the patient. The expected medication delivery time was 46 hours; however, the device took 75 hours to complete the medication infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.